Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A head nurse reported there was no suction during the phacoemulsification phase of a procedure. The issue continued after exchanging the handpiece however, was resolved after replacing the cassette. There was no known harm to the patient. No additional information is expected.

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device record history shows the product was released per specifications. A sample for this complaint report was not returned therefore functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined; however potential root causes are listed. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).

Manufacturer narrative:
The returned sample was visually and functionally tested and passed testing, no aspiration issues were found during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined; however potential root causes are listed. The manufacturer internal reference number is: (B)(4).